Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) display went dark but the fans were still running. The team suspected that there was a backlight issue. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.